Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the caller was informed to continue using the pump and to contact support again if the issue reappeared. The caller acknowledged and understood the instructions.